Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the devices were stuck in critical override and messages were not crossing. A technical support specialist (tss) dialed into the care fusion coordination engine, identified that the service was stopped, no errors in the message trace and all the database jobs were completed. The tss then started he cce service and identified that the messages were crossing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the devices were stuck in critical override and messages were not crossing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, the devices were stuck in critical override and messages were not crossing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.